Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07768 and 2210968-2013-33517. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent vaginal mesh excision on (B)(6) 2011 for vaginal mesh erosion, pain and discomfort. It is reported that elevate anterior and apical prolapse repair system was implanted at this time. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, frequency, urgency, urinary tract infection and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat paravaginal defect. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Event description:
It was reported that a patient underwent a gynecological procedures on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2011 and an obturator sling and elevate anterior & apical prolapse repair system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07768. The same patient is represented in each medwatch.